Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 900 mg/dl. The customer was experiencing the symptoms of abdominal pain, chest pain, headaches, nausea. The customer was admitted to the hospital. The customer confirmed that she attempted to treat with the insulin pump but noticed her blood glucose was not coming down, so she went to the emergency room and treated her with syringes and insulin drip, insulin shots per hour. The customer did not want to troubleshoot with the pump and stated that she wants to wait until her next visit with her healthcare provider.